Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.0/1.5/088 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The surgeon reporters lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was exchanged with a same length lens but different axis; this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#(B)(4).

Manufacturer narrative:
Additional information: d9-return date: 04/17/2023. H3:device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).